Event description:
The manufacturer became aware of an allegation related to a ds2adv auto CPAP device. The manufacturer received information alleging skin irritation, and thyroid cancer. No medical intervention was required by the patient. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.